Event description:
Pt reported that their device is scrolling through screens without their pressing any buttons. Device did not generate any errors. Pt's blood glucose was not affected, and no treatment was received.